Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was it the cannula, sleeve that broke off into the patient? Yes, it broke at the top of the stability threads. Did retrieval of the broken trocar alter the procedure intr-op or post ? No ¿ it broke into two pieces cleanly; no small pieces fractured. The analysis results found that only the sleeve of a 2b5lt device was returned for evaluation and it was observed to be broken. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015. Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gyn operative laparoscopy procedure, the device "broke in the patient". The rn or coordinator explained that it snapped at the top point of the threads/ridges of the stability sleeve, where they meet the clear upper portion of the trocar. The surgeon removed the top of the trocar, inserted a 12mm trocar and removed the rest of the broken 5mm trocar that fell inside the patient. The case continued as normal after the broken trocar was removed. There were no patient consequences and the patient is okay.